Event description:
It was reported that there was intermittent loss of capture and pacing, and possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Other: trueisigma 300 drimplantable pulse generator. It was reported that there was intermittent loss of capture and pacing, and possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event. Capture, intermittent premature eri (elective replacement indicator).

Event description:
It was reported that there was intermittent loss of capture and output/pacing and possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received resulted in a change to the alert date. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed a no output condition when programmed ddd bipolar pacing and anomalous output conditions. Further testing found the no output condition was the result of lifted hybrid bond wires.